Manufacturer narrative:
(B)(4). An evaluation of the devices received was conducted. Visual inspection, leak testing, and clear passage testing was performed with no issues noted. A lab titanium adapter was functionally hand tightened to the transfer sets with difficulty noted. Dimensional inspection of the returned transfer sets identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any relevant additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The customer reported that while changing the transfer set, it was noticed that the set's connector was not well connected with the titanium adapter. The customer reported that there was a gap (3mm) at the connection of the transfer set and titanium adapter. There was no visible damage to or residue on the threads of the transfer set connector. There was patient involvement but there was no patient injury or medical intervention reported.